Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm and no display. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Device evaluation - the device was returned for evaluation. The device could not be powered on. The investigator measured the output voltage of the real time clock battery and found it was low. The real time clock battery was replaced and the device was found to function as expected. The cause of this component issue was not established.